Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the craniotome device had an abnormally high temperature while being used together with the motor device, bearing sleeve device, and attachment device. It was further reported that the bearing sleeve and attachment had lock issues, and the motor device had a lock damage. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: bearing sleeve, motor device, attachment device, (B)(6) 2021. The reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device having an abnormally high temperature was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the cutter device could not be inserted, and the bearing was worn. It was further determined that the device failed pretest for verification: cutter insertion. The assignable root cause was determined to be due to component failure from wear.